Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded oversensed noise and exhibited pacing inhibition during a procedure. Technical services (ts) was contacted and assisted in understanding the markers seen in the electrograms (egms) during the procedure. Ts noted that what was recorded was expected in the presence of radio frequency (rf) or electrocautery. This crt-d remains in service. No additional adverse patient effects were reported.